Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("extreme weight gain (always had issue with weight nut this made it worse)") and experienced headache ("headache"), pain ("extreme pain throughout my body"), alopecia ("hair loss"), skin discolouration ("spots on my face") and shock ("brain shock"). The patient was treated with surgery (next week getting a hysterectomy). Essure was removed. At the time of the report, the medical device removal, weight increased, headache, pain, alopecia, skin discolouration and shock outcome was unknown. The reporter considered alopecia, headache, medical device removal, pain, shock, skin discolouration and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: weight gain, pain, hair loss, darkened skin, brain shocks quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-oct-2019: quality safety evaluation of product technical complaint. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("extreme weight gain (always had issue with weight nut this made it worse)") and experienced headache ("headache"), pain ("extreme pain throughout my body"), alopecia ("hair loss"), skin discolouration ("spots on my face") and shock ("brain shock"). The patient was treated with surgery (next week getting a hysterectomy). Essure was removed. At the time of the report, the medical device removal, weight increased, headache, pain, alopecia, skin discolouration and shock outcome was unknown. The reporter considered alopecia, headache, medical device removal, pain, shock, skin discolouration and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: weight gain, pain, hair loss, darkened skin, brain shocks incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.